Event description:
In 2002, the surgeon was using the flextip blade to remove disc material via a percutaneous approach through a reuseable cannula. When the surgeon removed the device they found that the black shrink tubing covering the tip was missing. This was successfully retrieved. The pt was not adversely affected by the incident.